Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. With the information provided, the root cause of the insert not interlocking cannot be definitively determined. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After inserting implants in the femur and the tibia, the surgeon was not able to interlock the insert in question although he tried to slide it into the posterior undercuts of the tibial base.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The complaint is still in investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completion.